Manufacturer narrative:
(B)(4). Concomitant product(s): unknown collarless stem. Unknown head. A 636000053, converge hemispherical porous shell, 60798120. A 437228053, metasulâ® standard insert size 28mm x 53mm, 1645881. Report source, foreign ¿ events occurred in (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00406. 0001822565 - 2018 - 00407.

Event description:
It was reported the patient underwent right hip arthroplasty. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was confirmed by review of operative notes. Operative notes from the revision surgery confirm patient underwent a revision due to loosening of the right hip. The femoral component was removed along with the poly liner from the acetabular component. The femoral canal was re-reamed for a new stem. No complications were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time